Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4), description: avista MRI perc lead kit, 56 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection at the ipg site and looked like it was coming out. Symptoms of fever, chills, and anxious flue like were noted. It was unknown if infection was device or procedure related and unknown if antibiotics were given. The patient underwent an explant procedure. No further course of action will be taken at this time.